Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any add'l reports against the product lot code. The investigation could not draw any conclusions about the reported device loosening without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address knee pain due to a loose femoral component.